Event description:
It was reported that the device had no telemetry, nor magnet response, when interrogation was attempted. The battery impedance at the last documented interrogation was normal, however, less than two months later, a trans telephonic monitoring (ttm) session showed the device was at the magnet rate and indicated end of life (eol). The physician was concerned about sudden battery depletion. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Preliminary analysis revealed no output and no telemetry. Further test ing revealed that the no output and no telemetry conditions were the result of lifted hybrid bond wires. (B)(4).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.